Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.4. The initial reporter also notified the FDA on 2-jun-2023. Medwatch report # mw5118458. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd q-syte¿ vial access adapter the adapter was damaged and leakage occurred. There was no patient impact. The following information was provided by the initial reporter: pt advised she has had multiple defective adapters that haven't clicked onto the vial and have caused leaking and wasting of cassettes. Pt wanted to know if this was something we had noticed with patients recently. No missed doses or adverse event reported.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of defective adapters / leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. See h10.

Event description:
It was reported that during use with bd q-syte¿ vial access adapter the adapter was damaged and leakage occurred. There was no patient impact. The following information was provided by the initial reporter: pt advised she has had multiple defective adapters that haven't clicked onto the vial and have caused leaking and wasting of cassettes. Pt wanted to know if this was something we had noticed with patients recently. No missed doses or adverse event reported.